Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specification. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found. Reservoir connected and locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was performing an infusion set change and upon "witing" the plunger of her reservoir, a large bubble began to form at the top. The customer's blood glucose was 170 mg/dl. The customer was unable to remove the plunger rod. She was advised to twist the plunger counter-clockwise slowly, whilst carefully holding the reservoir in place. Upon doing so, she stated she pulled the bottom from the reservoir and lost all of her insulin. The customer was advised to use another reservoir. Nothing further was reported.